Event description:
Following a pt use, the pt record was reviewed by a physician who stated that the device did not operate properly and should be checked out by the local service rep. No pt information was reported.